Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic infection ("various infections"), genital haemorrhage ("haemorrhages") and pelvic pain ("pelvic pains") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic infection (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), pelvic pain (serious criterion medically significant), abdominal pain ("abdominal pains"), migraine ("migraines"), gastric disorder ("stomach problems"), vomiting ("continuous vomits") and abdominal distension ("abdominal swelling"). At the time of the report, the pelvic infection, genital haemorrhage, pelvic pain, abdominal pain, migraine, gastric disorder, vomiting and abdominal distension outcome was unknown. The reporter considered pelvic infection, genital haemorrhage, pelvic pain, abdominal pain, migraine, gastric disorder, vomiting and abdominal distension to be related to essure. Company causality comment: this summary media report refers to female patients who had essure (fallopian tube occlusion insert) inserted and experienced various infections (interpreted as pelvic infection), haemorrhages (interpreted as genital hemorrhage) and pelvic pains. Pelvic infection, genital hemorrhage and pelvic pain are serious due to medical significance; they are anticipated events in the reference safety information of essure. In the absence of specific information on individual cases, but considering the nature and course of the event, a causal relationship with essure inserts cannot be excluded (related). Several non-serious events were also reported. This summary case was classified as incident due to serious injury reported.